Event description:
Complainant alleged that during functional testing, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d2. The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including functional testing without duplicating the report. The main board was replaced to reduce the probability of recurrence. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.